Manufacturer narrative:
The pathway medical jetstream device has not yet been evaluated. The physician is in the process of returning the device for eval and a follow-up report will be sent.

Event description:
During the use of the jetstream navitus system on (B)(6) 2011 the distal end of the guidewire with spider filter was severed. The device was removed and multiple attempts to retrieve the tip were made. Retrieval was accomplished with radial jaw forceps. The pt was then treated with 2 covered stents and pta. Follow up ivus was not done per protocol due to urgent need to repair sfa dissection secondary to jetstream device. The pt is doing fine after treatment.